Event description:
Registered nurse (rn) was accessing port-a-cath, opened premade bard kit (ref # pa-0031) to use. When she peeled the backing of the adhesive dressing, two rns noticed a white spot on the inside of the dressing/sticky side. New dressing was opened and the defective one returned with the safestep port kit wrapper to materials for further tracking. White spot is circled on the dressing to help identify it. The backing needs to be peeled back to see it. Manufacturer response for set, administration, intravascular, port access kit (per site reporter) emailed, no response yet.